Event description:
It was reported that the lead exhibited an increase in threshold to 7.5 v. The lead was taken out of service and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.